Event description:
Customer claims that when an attempt is made to zip the canopy enclosure the teeth will not align. Customer is not sure of which side panel it is, since the product has already been packed for shipment. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth do not align. Evaluation results: evaluation of the returned canopy shows that the patient access panel side a: zipper slider body is open. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).